Event description:
It was reported that during a banding procedure, the trocar bent upon insertion into the abdomen. They removed it and used a new one to complete the procedure. There was no patient consequence.